Event description:
Event description: guidant received info that the implantable cardioverter defibrillator (ICD) was found in storage mode with an end-of-life battery status and displaying a fault code. One month earlier, the ICD was reported to be at an mol1 battery status. No pacing output was being produced by the ICD and an attempt at a manual capacitor reformation was unsuccessful. Although the pt is not pacer dependent, the pt was symptomatic with the lack of pacing output and had to be hospitalized. In august of 2003, guidant received add'l info from the pt that they suffered a permanent injury from this device problem.